Manufacturer narrative:
(B)(4). (B)(6). The clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation. (B)(4).

Event description:
According to the reporter, during a lap pme an eea28 device was used to complete the procedure. The rectal anastomosis failed and re-operation was necessary. There was unanticipated tissue loss and post-op content leak. No reinforcement material used. No further information was available.